Event description:
It was reproted that the customer's insulin pump threshold suspended, based upon inaccurate readings from the sensor. The customer's sensor gave a reading of 57 mg/dl, triggering the alarm, while her blood glucose was 90 mg/dl. Customer also stated she had received a reading of 68 mg/dl the day before when her blood glucose was 116 mg/dl. She also received calibration errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.